Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. No vibration anomaly noted during our testing. Pump passed rewind, basic occlusion, prime/a33 and displacement tests. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error on her insulin pump during bolus. She also stated her device vibrates every now and then. Customer's blood glucose was 346 mg/dl. She treated with a manual injection. There were no significant events leading to the alarm. She stated the error occurred about a week and a half ago. She changed her infusion set yesterday. The device will vibrate, but there will be no message. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.